Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. The customer provided photographs verify the drive tube leak and show a cut in the drive tube. The cut is at the location of the upper drive tube bearing stop and goes around the circumference of the drive tube. The evidence to the drive tube is consistent with a misload of the upper drive tube bearing into the retainer clip, causing the drive tube to contact the upper bearing retainer. A material trace of the drive tubes used to build lot j365 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause of the reported alarm #7: blood leak? (Centrifuge chamber) was most likely due to the drive tube leak. The cause of the drive tube leak was most likely due to the upper drive tube bearing not being securely installed into its retainer clip; however, a definitive root cause could not be determined from the information provided. No further action is required at this time. This investigation is now complete. (B)(4) p.t. 22-apr-2021

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j365 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j365 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1547 ml of whole blood had been processed when an alarm #7: blood leak? (Centrifuge chamber) was received. The customer noticed a blood leak in the centrifuge chamber. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was stable. The customer discarded the kit and returned photographs for investigation.